Event description:
Per complaint (B)(4), during clinical procedure, components could not be seperated.

Manufacturer narrative:
Patient identifier is unknown. Explant date is not applicable since the product was not removed.